Event description:
Impedance readings >2000 ohms was reported on all or some of the unipolar pairs. The patient experienced a lack of effect. No fractures were noted on x-ray. The extension attributed to the event. The extension and neurostimulator were replaced. The neurostimulator was returned for normal battery depletion. No injury was reported. The patient recovered without sequela.

Manufacturer narrative:
The neurostimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.